Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had verified the connections were tight and there was no blood in the helium tubing. Personnel had scott press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue; the nature of the alarm and different clinical possibilities was reviewed. The patient was ventilated with a peep of 6, and personnel encouraged the customer to call back should the alarm go off several times in an hour so it could be troubleshot further.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.